Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had all cubies in main 2.1 and 2.2 failed and off the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer 2.1 and 2.2 all cubies were failed and was not detected on bus. A field service engineer (fse) had identified failures in drawers 1, 5, and 6. Upon inspection, all cable connections on the boards were found to be intact with no visible damage. The fse proceeded to replace three drawer controllers and reconfigured the affected drawers. The system was then tested using the hardware test application, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had all cubies in main 2.1 and 2.2 failed and off the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.